Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump won't rewind. Customer stated that she received a no delivery alarm while she was at the gym. Customer placed the pump in her bag and then came home. She replaced the battery and tried to rewind the pump but it would not rewind. Customer was bolusing when she received the no delivery alarm. Customer also received a failed battery test. Customer has been low on insulin all day. Customer declined to bypass the troubleshooting for the no delivery because she knows why it happened. Customer's blood glucose was 140 mg/dl. Troubleshooting was performed and the customer received a failed battery test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.